Event description:
It was reported that the pump miscalculated boluses. Customer¿s blood glucose level was 110 mg/dl. An attempt was made to review the pump data logs; however, the customer¿s parents ¿wiped the pump¿ and reset the profiles to resolve the issue. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.